Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back under the therapy electrodes. It was described as bumpy, red and itchy. There does appear to be open skin from the patient scratching. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use cortisone cream by a physician. Follow up indicated that the cream is helping.